Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 19 months and 30 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
Biotronik representative was notified by a hospital that this patient's ICD had been explanted, but they did not give a reason. Per the following physician's office, this patient presented to the hospital on (B)(6) 2013, with symptoms of sepsis, which had also been present 2 weeks previously. At that point, the patient was transferred to another hospital for system removal. No other system has been implanted at this time. The patient was discharged home and the following physician's office is currently monitoring him.